Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted for 13 years, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A tavr was performed with an edwards transcatheter valve. The patient's post-operative status noted as in recovery. No other details provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was learned that this patient with a bioprosthetic aortic valve, implanted for of 13 years, underwent a valve-in-valve procedure due to severe aortic stenosis. The ava was 0.6cm2 and the mean gradient was 13mmhg. A tavr was successfully performed with an edwards transcatheter valve. Post-implant tte showed no perivalvular leak. The peak gradient was 0mmhg. There was no immediate post-procedural complications. She was discharged on pod #3 in stable condition.

Manufacturer narrative:
Updated sections per new information received.